Manufacturer narrative:
The patient's historical data and trend information was reviewed by a spacelabs lead software engineer. The historical data indicates that the alarms had been turned off after 13:08 pm; therefore no alarm generated at 19:18 pm when the database shows that the cable disconnected from the device. The device performed to specifications. This report is considered final and the issue closed.

Manufacturer narrative:
The involved devices were removed from the department and sequestered for testing by a spacelabs field service engineer. Onsite testing by the fse confirmed that the equipment performed to specifications. The testing was witnessed by a hospital representative. The patient's historical waveforms and trend information was collected by the fse and sent to spacelabs for analysis. Spacelabs will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016, the bedside monitor did not alarm when the command module art line pressure cable became disconnected. No one was injured as a result of this event.